Event description:
As reported to coloplast, an item was damaged/ broken. The surgeon introduced the distal tip of the tape into the tunneler. When putting the tape into the obturator foramen, the tape broke (tore). It was reported that there was no clinical consequence. The surgeon took another tape and placed it. The product was not kept.

Manufacturer narrative:
Coloplast was unsuccessful in securing the aris tape for evaluation. The product has been discarded. Without the benefit of analyzing the tape, coloplast cannot confirm any observations or comment on the condition of the product. To date, no additional complaints have been recorded for this lot number.